Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.